Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported marker radiopacity could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device and cine images, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the trek instructions for use (IFU)states to advance the dilatation catheter over the guide wire and into the stenosis or stent. Inflate the balloon to a very low pressure (1 atm, 1 bar or 15 psi) to confirm that the balloon is correctly positioned. Additionally, perforation is listed in the IFU as a known adverse effect. In this case, it is most likely that placement technique of the balloon catheter such that the catheter was not verified to be correctly positioned contributed to the reported perforation during the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal left anterior descending (lad) artery. The 3.0 x 15 mm otw trek balloon catheter was loaded onto the universal ii guide wire outside the patient. The guide wire was then advanced to the lesion and confirmed on angiography. The trek balloon was advanced; however, could not be seen in the lad. It was the noted that the balloon markers were seen in the ramus vessel; however, the physician was unsure that it was balloon markers he was seeing; therefore, the balloon was inflated to an unknown pressure; however, a perforation occurred. The same trek balloon was used for long balloon inflations for treatment until it was a slow perforation. It was noted that it was not leaking into the pericardial sack. The guide wire appeared to be intact after removal. The procedure was stopped and the patient was transferred to a new facility with a surgery facility for observation. No surgery was performed, and the patient was discharged the next day, on (B)(6) 2012. It is unknown if the patient will be re-scheduled for a new procedure. No additional information was provided.